Event description:
A customer reported that their pump screen was dark and would not turn on. The customers blood glucose was 469 mg/dl. The customer reverted to an alternative method of insulin therapy.